Event description:
During a clinic follow-up, the device was unable to be interrogated. Additionally, egms were missing on merlin.net. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.

Event description:
Additional information was received that the patient was seen in clinic and the device was able to be successfully interrogated.